Event description:
An aus device was implanted on 11/27/90. A tandem cuff was placed on 5/11/93. A cuff was revised on 9/18/96. The pump and both cuffs were removed from the pt on 4/22/97 due to recurring incontinence-connector leak. A pump and one cuff were implanted.